Event description:
Customer's mother reported the sensor was giving inaccurate reading which was triggering the insulin pump to alarm threshold suspend. Blood glucose was 155 mg/dl and sensor reading was between 53 or 55 mg/dl. Customer's mother uses emla cream on site prior to inserting the sensor. Customer's mother had to go and was unable to finish troubleshooting. Customer's mother was advised the sensor was not authorized for people under 16. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.